Manufacturer narrative:
(B)(4): the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was treating a 99% stenosed lesion located in the calcified and moderately tortuous left superficial femoral artery (sfa). This 6.0 x 60/135 (4f) sterling balloon catheter was selected for post-dilation. The balloon catheter was advanced to the lesion without resistance. Once to the lesion, the balloon ruptured on the first inflation at 6atms. The procedure was completed with another sterling balloon catheter. No patient complications were reported and the patient's status is good.